Manufacturer narrative:
Cuff: catalog# unknown; serial # unknown; exp date unknown; manufacturer date: unknown. Pump: catalog# 72400098; serial # (B)(4); exp date 12/20/2018; manufacturer date: 12/23/2013. Device evaluation: analysis results indicate device failure was related to the reported event. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient had his artificial urinary sphincter replaced due to "urinary loss." No further patient complications were reported in relation to this event.